Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer support provided pump reset information and assisted the caller in resetting the pump, which resolved the issue. The customer was instructed to continue using the pump and to call back if the malfunction recurs.